Event description:
During a hemorrhoid procedure, there was an incomplete staple line. Some staples were not released. The procedure took longer, and the use of sutures for hemostasis and complete the staple line. One device is being returned.